Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2021-02415. Additional 510(k)# that also apply to this complaint: (B)(4) h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned jetd revealed that the catheter was fractured, and the complaint was confirmed. The probable cause of the reported failure was likely due to mishandling during use. If the jetd is advanced at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jetd reperfusion catheter (jetd), a non-penumbra microcatheter, and a non-penumbra guiding sheath. During the procedure, the physician placed the guiding sheath in the vertebral artery. Then, before advancing the jetd into the rotating hemostasis valve (rhv), the physician broke the proximal end of the jetd. It was reported that the y connector was not tighten. Subsequently, the guidewire within the jetd bent. Therefore, the jetd and guidewire were removed together. The procedure was completed by making two passes using a penumbra system 3max reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.